Event description:
On (B)(6) 2014, a customer reported obtaining unexpected negative antibody screen with capture-r ready-screen (pooled) when used on the manual capture workstation, which includes the csw 100 washer.

Manufacturer narrative:
Immucor technical support worked remotely with customer on site to check all of the settings on the manual capture workstation equipment (incubator, centrifuge and csw 100 washer).